Manufacturer narrative:
(B)(4). Due to the fact that this incident was part of a literature review, the sample is not available for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
As reported in the journal of laryngology and otology volume 126, issue 08, august 2012, pp 815-817. The utility of the ligasure vessel sealing system was studied in 34 pts undergoing major head and neck cancer surgery. The study took place september 2008 - november 2010. One pt in the study underwent modified radical neck dissection with multiple pathological lymph nodes. It was reported that intra-operative bleeding necessitated the use of standard haemostasis techniques utilizing surgical ties in order to achieve complete haemostasis.